Event description:
The user facility reported a 78-year-old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported the patient experienced an internal bleed from femoral artery from initial stick. The patient¿s hemoglobin dropped from 10 to 6.8 from the time of insertion requiring blood transfusion. The patient received 2 units of packed red blood cells in the operating room. Hemodynamics improved allowing for a successful weaning of the impella cp. The vascular surgeon performed vascular surgery repair by cutdown and the impella was removed. Reportedly the patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported for the access site bleeding has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleeding could not be determined. G1 MDR reporting contact email updated.